Event description:
Reported as: "a leak in the system". Follow up with the doctor reveals: "the doctor put fluid in, but when removed, there was only a small amount in the band. He was unable to locate the leak in the port or band, and elected to remove both components."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 06/11/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."